Event description:
On 05/05/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 05/06/1998 the pt complained of urinary frequence with abdominal pain after her foley was removed. A mass was felt below the umbilicus, therefore a computerized tomography scan was ordered. The computerized tomography showed findings compatible with a large right pelvic and right rectus sheath hematoma, pelvic hematoma extraperitoneal. The pt remained in the hosp for med observation for two days, during which there was no need for invasive med treatement. As on 06/09/1998 there has been no further report of complication or pt sequelae made to the MFR.